Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours. When the patient was inserting the pod at the infusion site (abdomen), the patient experienced pain. As treatment, the patient self-administered with an insulin injection and applied a new pod. The device investigation observed a cannula damage during testing.